Manufacturer narrative:
No product is expected to be returned.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 in the morning, the patient reported testing her blood glucose on her lfs meter and obtained a result of "140 mg/dl", and took no action. On (B)(6) 2012, prior to testing on her blood glucose, the patient reported having symptoms of "headache, perspiration, confusion and shakiness", which she associates with low blood glucose. On (B)(6) 2012 in the morning, the patient reported testing on her lfs meter and obtained a result of "170-180 mg/dl", she believed this to be inaccurately high, therefore, immediately tested on her backup freestyle meter and obtained a result of "67-70 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% performed within 30 minutes of each other. The patient reported testing 9-12 times per day and she targets "130 mg/dl" for correction with insulin based on her carbohydrate intake as well as meter readings. The patient reported using humalog insulin pump therapy to manage her diabetes. In response to her symptoms, the patient reported having orange juice and ate her usual breakfast without a correction bolus. The patient reported since she contacted lfs, she completed her vial of test strips, and believes that the meter is working correctly, but the test strips might have been causing the issue. The patient refused to be transferred to customer service to document the alleged strip issue. The cca was unable to assist the patient with troubleshooting per the patient's request. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue. Therefore, the meter could not have caused the injury. The patient denied receiving a medical intervention from a healthcare professional. However this complaint is being reported because the patient performed a meter vs another meter comparison where the calculated difference of the readings meets lfs' criteria for accuracy reporting.